Event description:
It was reported that right ventricular (rv) lead experienced a possible fracture. The lead integrity alert (lia) was triggered due to high and unstable impedance, oversensing and noise, and increased short interval counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that right ventricular (rv) lead experienced a possible fracture. The lead integrity alert (lia) was triggered due to high and unstable impedance, oversensing and noise, and increased short interval counts (sic). Detection was disabled and the lead remains in use. A lead revision has been planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Two ventricular non-sustained tachycardia episodes of less than or equal to 200 milliseconds occurred on (B)(6) 2013. The criteria for the right ventricular lead integrity alert were met, with programmer data showing one patient alert for lead failure predictor on (B)(6) 2013, and a patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. The impedance trend on the rv (right ventricular) pacing lead was variable. The weekly pace lead trend data shows a spike increase for max ventricular pace impedance of 408 to 1015 to 496 ohms peak between (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular short interval count v-sic was 146 counts, in 0.26 day, on (B)(6) 2013. Products 4076 implantable pacing lead, (B)(6) 2010.